Event description:
A pt reported that pt has had an intraocular lens (iol) implanted for two-and-a half years. Pt is experiencing symptoms of glare. The association between this event and the iol is not known. Additional info has been requested.